Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A visual examination found that the stent was detached from the delivery system. The stent was not returned for analysis. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was evenly folded and was not subjected to positive pressure. However some fluid, possibly saline or contrast medium could be seen in the balloon. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked 70mm distal to the guidewire exchange port. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous blood vessel. A 2.25x20mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed from the patient's body with the stent still intact on the delivery balloon however it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous blood vessel. A 2.25x20mm promus element¿ plus stent was advanced but was unable to cross the lesion. The device was removed from the patient's body with the stent still intact on the delivery balloon; however, it was noted that the tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.